Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a damaged drive support cap on the insulin pump. Customer stated that his replacement piston cover came off. Customer managed to snap it back into place but does not know how long it is going to last. Customer was sitting on the couch and he noticed that the cap was out. Customer tried to push it back in with a screw driver and there is some damage to the cap. Customer reported that the drive support was sticking out. Customer did not recall pressing the cap while being connected. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer also mentioned that he had a broken holster. Customer will be shipped a holster and a courtesy clip.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. The drive support disk was inspected and no anomaly was noted. However, the insulin pump was received with minor scratches on the lcd window and cracked battery tube threads.